Event description:
Physician was inserting a central line and the blue dilator would not withdraw from the 8.5 arrow catheter. The end fractured off and a new kit had to be opened to obtain a new catheter. No harm to the pt.